Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the sleeve leaked. It was not reported what was used to complete the procedure. There were no adverse consequences for the pt.